Manufacturer narrative:
Correction to the initial MDR in field: (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patients ipg and leads were visibly outside of the patients skin. The area appeared red and infected. The physician recommended ipg replacement. No further action will be taken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection. It was noted that the patient&#38112;ipg and leads were visible, the ipg was hanging against his skin, and it looked red outside of the patient&#38112;skin. The patient will undergo an ipg replacement procedure. It was also noted that no further information could be obtain at this time until the patient will be seen.